Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse re-aligned the sample probe for the ise to the dispense lane and the passing lane, changed out he mixing pot, checked the mixing motor, replaced tubing from mixing pot. The fse also replaced the ref electrode and also checking all fittings on the buffer valves. However the issue persisted. The fse replaced the buffer valves for cell 2 and as a precautionary measure replaced the flow cell block. The instrument was restored to functionality. The issue appears to have been resolved with replacement of the buffer valves. (B)(4).

Event description:
Customer reported the generation of erroneously high na (sodium) and cl (chloride) results for 10 patients. The erroneous patient results were re-analyzed and the patient reports were amended. There was no change in patient treatment or injury in connection with this event. The customer stated quality control recovery was within the laboratory's established specifications prior to the event. The customer only provided examples of the erroneous results for 2 (two) patient samples.